Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had big chip missing on the top of the pump near the cannula and the up arrow doesn¿t work and had to dig fingernail into the button for it work. The insulin pump will not be returned for analysis.